Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -8.50/+2.00/x094, device evaluated by manufacturer? No, device not returned. (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -8.50/+2.0/x094 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Excessive vaulting with significant reduction of indo-corneal angles was noted on (B)(6) 2015. The lens was explanted and exchanged for a shorter lens on (B)(6) 2015. This resolved the problem. Patient is doing well and happy.